Event description:
It was reported that a sudden increase of high voltage lead impedance to out of range was observed. In clinic testing showed both sensing and pacing were normal. The hv portion of the lead was capped but sense and pace functions were kept. A new rv lead w...

Event description:
It was reported that a sudden increase of high voltage lead impedance to out of range was observed. In clinic testing showed both sensing and pacing were normal. The hv portion of the lead was capped but sense and pace functions were kept. A new rv lead was implanted for defibrillation function only. The patient condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.